Event description:
A customer reported a "replace sensor" error message on with the adc device. The customer indicated that due to this, they experienced a seizure and loss of consciousness and was provided glucagon by a relative. In addition, the customer was treated with (unspecified) infusion from a healthcare professional. It was further reported that the customer was transported to another hospital, however, no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.